Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site due to weight loss. As such, the patient underwent surgical intervention where in the ipg pocket was revised. The ipg was also electively explanted and replaced. The issue is resolved.